Event description:
The customer contacted stryker to report that their device unexpectedly power cycled. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was advised to decommission the device. The root cause was unable to be determined.